Manufacturer narrative:
During a recannulization procedure the physician could not fully retract the needle into the catheter lateral port during preparation and flushing of the device as recommended. The physician changed to another outback catheter to finish the procedure successfully. There was no damage on the outer or inner packaging noted, or kink or damage on the device prior to use. The device was prepared and flushed per instructions for use. One non sterile outback was received coiled in two plastic bags. Blood residues were detected. No other anomalies were found at naked eye. Pressurized water was applied to the catheter from the hemostatic rotating valve and the guide wire port, water exit through the cannula exit port (as expected). Cannula was fully deployed and retracted with no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed. The cause of the failure experienced by the customer could not be determined, but it doesn't appear to be related to the manufacturing process, since no anomalies were observed during the functional test; therefore no action was taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
During a recanalization procedure, the physician could not fully retract the needle into the catheter lateral port during preparation and flushing of the device as recommended. Therefore the physician changed to another outback catheter to finish the procedure successfully. There was no damage on the outer or inner packaging noted, nor kink on the device prior to use. The device was prepared and flushed per instructions for use.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of lot 14065804 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.